Event description:
The customer contacted ameda on (B)(6) 2015 to report low suction since she began using the purely yours breast pump 2 months ago. This resulted in decreased milk output. Customer was diagnosed with unilateral mastitis of right breast. Customer contacted her health care provider on (B)(6) 2015 and was prescribed oral antibiotics. Customer reports feeling improvement within 1 day.

Manufacturer narrative:
A replacement pump was shipped to the customer on (B)(4) 2015. The customer was provided a (B)(4) expedited return label and asked to return the product to ameda for investigation. 3 voice mail messages and 2 email messages were sent to customer for return of the product related to the complaint. The breast pump has not been returned to ameda, inc. At this time.